Event description:
The customer reported that during surgery, alarms or tones were heard when the device was not being activated. There was no pt injury. Another device was used to complete the procedure.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2014. The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.